Event description:
It was reported that prior to the start of a da vinci assisted surgical procedure, user informed the technical support engineer (tse) that the energy shield monitor (esm) was not powering on and showed no indicator lights. Tse first walked the user through a hard power cycle of the esm and the vision side cart. Tse then had the user verify that all rear connections to the esm were properly seated. System logs were not available during the call, and the user proceeded with setup as planned. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the energy shield monitor (esm) and the instrument sterile adapter (sa) to correct the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.